Event description:
Resident pulled the administration set from the pump causing 700-900 cc of enteral feeding solution to be delivered over an unknown period of time. The pt vomitted following the event. The reporter stated there was some type of medical intervention, but did not have details. The reporter also stated the pump did not malfunction. The event was caused by user error. One pt involved.